Event description:
It was reported that on (B)(6) 2022, a right ventricular lead exhibited high pacing impedance values that were out of range during initial implant. The lead was explanted and replaced with a different lead. The patient did not experience any consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.